Manufacturer narrative:
Pump was received with no down button response due to corroded down keypad trace. No ramping number on their own, scrolling bar moving anomaly or button error alarm noted during testing. Pump had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 93 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.